Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced multiple occlusion alarms while using a contact detach steel infusion set (6 mm, 23 inch), which persisted until the tubing and site were changed. The user initially resumed and then elected to replace only the tubing; blood glucose subsequently returned to range and the alarm did not recur. Symptoms included mild elevated bg associated with interrupted insulin delivery. Outcomes included temporary interruption of insulin therapy with recovery after supply replacement. Investigation included customer interview, device use history review, and troubleshooting and education. Investigation of this case revealed that the occlusion resolved following replacement of the infusion set components, indicating supply-related flow obstruction. It was concluded that the event was attributable to an infusion-line occlusion that resolved with tubing and site change, with no further action required.